Manufacturer narrative:
The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 601 module. The initial result was 8.08 ng/ml. After recalibration, the repeat result was 15.56 ng/ml. The questionable low result was not reported outside of the laboratory.

Manufacturer narrative:
The ferritin reagent lot number was 69522601 with an expiration date of 31-may-2024. Based on the qc data provided, the customer had consistent qc issues. The field service engineer (fse) replaced the sample and reagent probe, the bead mixer paddle and cleaned the instrument. Instrument performance testing passed. Since several instrument parts were replaced, the specific cause of the event could not be determined, however, the service actions resolved the issue.